Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned; however, the files were corrupted and unable to be analyzed. The flexcath sheath, 4fc12 with lot 71271, was not returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure a system notice was received indicating that the balloon was deflated. The balloon catheter was replaced which resolved the notice. It was additionally reported that air was observed in the sheath. Air aspiration was attempted which was unsuccessful; therefore, the procedure was changed to radiofrequency technology and completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.